Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction consistently. A bench handling test as part of the investigation did manifest an intermittent display issue similar to the report, but it could not be verified. The system interconnect flex cable was replaced as a precaution. The non-zoll battery received failed testing. The device was re-certified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during transport of a pt, the device's display blanked out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.